Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient this pb980 ventilator was inoperative (vent inop) with back up ventilation (buv). A review of the ventilator logs confirmed the reported buv. The device was available for evaluation. The service personnel (sp) inspected the ventilator and found that the unit generated background diagnostic codes in the logs indicating the unit entered into buv. Sp replaced the breath delivery (bd) flow sensor for oxygen. During testing it was found that the display wobbles so disassembled the display and tightened the loose hardware. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The cause of the reported event of unit inoperative was isolated in the field to a potential fault in bd flow sensor for oxygen. Tightening of loose hardware did resolve the additional issue of display wobble; however, it could not be determined how this issue occurred. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient these 980 ventilators was inoperative (vent inop) with back up ventilation (buv). The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
Updated section d4 unique identifier (UDI)# section d9 was updated due to part return section h6 evaluation code result was updated due to analysis of part return to add additional code h3 device evaluation summary: was updated due to analysis of returned part medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient this pb980 ventilator was inoperative (vent inop) with back up ventilation (buv). A review of the ventilator logs confirmed the reported buv. The device was available for evaluation. The service personnel (sp) inspected the ventilator and found that the unit generated background diagnostic codes in the logs indicating the unit entered into buv. Sp replaced the breath delivery (bd) flow sensor for oxygen. During testing it was found that the display wobbles so disassembled the display and tightened the loose hardware. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. One bd flow sensor for oxygen was returned to medtronic for analysis. A visual inspection of the returned sensor was conducted, and no anomalies were found. The returned component was attached to the failure investigation test ventilator for analysis. During extended self test (est), the ventilator failed the flow sensor cross check test, with the mix flow sensor was out of range message, confirming the bd flow sensor for oxygen was faulty. If a bd flow sensor for oxygen failure were to occur while in use on a patient, the ventilator response would be to enter backup ventilation (buv) or loss of ventilation (lov). The cause of the reported event was isolated to a faulty bd flow sensor for oxygen. The cause of the additional issue of display wobble was isolated in the field to a loose hardware connection. The events are included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.